Event description:
It was reported that approximately six months post procedure at routine follow-up an MRI scan revealed an asymptomatic ischemia that was resolved the same day with no residual effect. The physician related this to the stent and the index procedure. One year post procedure at routine follow up, imaging revealed an asymptomatic instent restenosis. The physician related this to the stent and the index procedure

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Intent stenosis and ischemia are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that approximately six months post procedure at routine follow-up an MRI scan revealed an asymptomatic ischemia that was resolved the same day with no residual effect. The physician related this to the stent and the index procedure. One year post procedure at routine follow up, imaging revealed an asymptomatic instent restenosis. The physician related this to the stent and the index procedure.